Manufacturer narrative:
Cec adjudicated the mi as no event and commented no cardiac biomarkers. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx. Approx 5 months post index procedure the patient suffered non q wave mi. It was reported that the event is possibly due to anemia. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.